Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient started the trial on 2013-10-02 on the right side. On (B)(6) 2013, the patient started to develop swelling, erythema, pain, fluctuant mass, and painful symptoms. Clinically, it seemed to be an infected stimulator. The wound was drained and the wire was explanted without difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens). It was reported that the patient had the trial for 9 days and the infection occurred during that time. The patient reported that it was swelling and looked like she had "one backside bigger than the other", like a softball in her pants. The patient was given IV antibiotics to resolve the issue. The ens system was removed along with the implantable system that was "not working". No further complications were anticipated/reported.